Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate high readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that on (B)(6) 2012 at 3:00pm, he obtained the alleged high reading of "77mg/dl" on the subject meter. The patient stated that he manages his diabetes with insulin (unknown type and dosage). It was not specified if the patient changed his usual diabetes management routine in response to the reported issue. A few minutes after the alleged issue began, the patient claimed to have developed symptoms of being "dizzy and sweaty". Shortly after, ems was called in and the patient was tested on their meter (unknown device) and obtained a reading of "47mg/dl" the two tests were performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. Immediately after, ems treated the patient with food/drink. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca noted that the patient was cleaning the sample site incorrectly. Replacement products were sent to the patient. This complaint is being reported because, the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1 (07/16/2012)-device evaluation: the meter and test strips involved with this complaint have been returned (B)(6) 2012 and evaluated by product analysis (pa) respectively on (B)(6) 2012 with the following findings: the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.